Event description:
On (B) (6) 2010, the patient reported he lost his bolus calculator 1 month ago and he has been experiencing elevated blood glucose. He stated his blood glucose elevated to 200-500 mg/dl without the use of the bolus calculator. His target blood glucose range is 90-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.